Event description:
"Ventilator shut down when on a patient." Alarms working fine. No harm to patient.

Manufacturer narrative:
This device was obviously dropped/impacted heavily at the user facility - and yet they put it back in service. The top handle was bent backwards, the case top was bent up, leaving a 1/8" gap between it and the front bezel (leaving the potential for esd or emi/rfi ingress). Still, we could not duplicate the reported failure. As a precaution, we are replacing the main circuit board and repairing the case.